Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that probiotic did not load show beg and end count. A technical support specialist (tss) had informed the customer that the system was likely displaying the load quantity that was supposed to be loaded but had ended up being cancelled. System was functioning as intended. Tss had previously requested confirmation on whether this result had reoccurred on user end, to verify it. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station srwm1ma, medication 1030pgain1 ¿ gainbac probiotic did not load. The system displayed the beginning and ending counts. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station srwm1ma, medication 1030pgain1 ¿ gainbac probiotic did not load. The system displayed the beginning and ending counts. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.